Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was urinary dysfunction/sacral nerve stimulation.

Event description:
The consumer reported that the patient had their implantable neurostimulator (ins) put in 5 or 6 years ago and it never worked for t hem. The therapy never worked. The patient was reprogrammed twice after surgery, but the device was not working properly. The patient didn¿t even know how to work the device. They were not sure if the battery was still working or not. The patient¿s family member did not know if the device was not helping with the patient¿s pain and all they knew was that it stopped working for the patient in 2010. The patient had not been back to see their urologist and couldn¿t get in to see them until august. The patient was currently at the hospital because they had knee surgery and wanted a manufacturer representative to check if the implantable neurostimulator (ins) was even working and try reprogramming the patient. The patient had all of their external devices with them. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information received from the consumer reported that the patient had not been able to follow-up with a urologist. The patient was in a nursing facility for after care for knee surgery. The patient's primary health care provider (hcp) at the nursing facility would try and facilitate a urology visit or contact a manufacturer representative to come out and check the device under their direction. The patient's friend or family member had no information regarding the cause of the device not working. The patient never followed up with the urologist over the years and no troubleshooting or interventions had been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.